Event description:
A staff emergency call was placed. The unit secretary alleges she answered the call and confirmed the incident but when she attempted to place an overhead page for assistance, the ncm screen froze. The user indicated she could hear into the room but was not able to place an overhead page to announce the call. User verbally announced the call to nearby nurses and continued to place assisting calls to other departments as needed.

Manufacturer narrative:
The system was evaluated by the manufacturer. The system operated as intended and no problem was found. An evaluation of the system log files during the time in question concludes no system malfunction or unexpected error with audio channels which would prohibit overhead paging. The sequence of the system events logged does however, suggest a potential user issue in that there is an attempt to call into the room in question while room monitoring was engaged and the audio channel to the room was in use from the initial call. The alleged malfunction may be attributed to user error.